Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a recurring "sensor ending soon" message every five minutes, despite having more than one day of sensor life remaining, and received pump error 53 (software error detected) twice after attempting to clear the reminder and restart the pump. The customer reported no adverse event. The event involved products mmt-1884l and mmt-7040a. Troubleshooting was performed, including reviewing reminders, performing a forced restart and setup, checking alarm history, performing a self-test, and following the error table guidance; the customer was advised that the pump would be replaced, to monitor product and blood glucose, and to call back as needed. No harm requiring medical intervention was reported. Mmt-1884l was requested, and the customer's response was that the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
The pump passed the displacement test. Successfully utilized thump to download history files and trace files. Pump error 53 (linenumber: 1307 filenumber: 303) alerted several times on (B)(6) 2025 03:35:58.000 until (B)(6) 2025 14:57:52.000. Per engineering troubleshooting guide, it was determined that pump error 53 was confirmed due to corrupted data. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and scratched case. Pump error 53 alarm confirmed in the history files on (B)(6) 2025 due to hardware error, problem isolated electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.